Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited inadequate capture thresholds. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of unacceptable capture threshold was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical, visual and x-ray testing did not find any anomalies.